Manufacturer narrative:
The user facility stated that personnel entered the maintenance room which is located behind the sterilizer and is where the steam and water piping, and components are located, to investigate a steam leak. No instruments were in the sterilizer at the time of the reported event. A steris service technician arrived on site, inspected the unit, and confirmed the leak to be coming from the safety valve on the piping to the sterilizer subject of the reported event. The technician identified the leak was due to the user facility's steam pressure supply fluctuating above the recommended psi, causing a steam leak as the pressure raises. The sterilizer operated as designed. The pressure valve opened to release steam as pressure inside the sterilizer began to rise. The technician replaced the safety valve and adjusted the pressure release valve setting, tested the unit, and confirmed the unit to be operating according to specification. The unit is under contract for steris preventative maintenance services, maintenance was last performed on (B)(6) 2016 and the unit was confirmed to be operating according to specification. The unit was manufactured in 1990 and has been in service for over 25 years. No additional issues have been noted with the sterilizer.

Event description:
The user facility reported that their 60" eagle sterilizer was leaking steam. No injury, procedural delay, or cancellation was reported.